Event description:
It was reported the patient complained of chest pressure and presyncope and presented with atrial fibrillation, bradycardia and a ventricular response of 35-45 bpm. It was also reported the device failed twice (in 2007 and 2010) and that it had sensing difficulty and no output. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B) (4): preliminary testing revealed no pacing output when device was programmed vvi 60 bpm bipolar mode. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.